Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient due to pelvic organ prolapse, stress urinary incontinence, and bladder neck hypermobility. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. It was reported that patient underwent an excision of vaginal foreign body, including a mesh that had been placed for prolapse repair, as well as a midurethral sling that had been placed for incontinence on (B)(6) 2012. No additional information was provideda review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported the patient underwent implantation of mesh due to severe pelvic organ prolpase with symptomatic cystocele,vaginal vault prolapse, stress urinary incontinence and bladder neck hypermobility on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/13/2018 additional information: in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.